Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a leak from the bottom of the cartridge. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.